Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07327.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 29mm s3 valve/delivery system and the 16fr esheath plus. As reported, the valve was advanced with some resistance up to the left iliac at the bifurcation. There was some calcium in the 3mensio report was noted. The team was unable to advance beyond that point. The system was removed together as a unit with the esheath, however it was only able to back out the system slightly. They continued to remove the devices together but had some resistance and then ''felt a pop''. The patient's blood pressure dropped, and a vascular surgeon was called to repair the perforation. CPR was started and the coda balloon was placed. The vascular surgeon arrived and requested that the system be removed. A new 16fr esheath was inserted. Repair of the left iliac was in progress while CPR continued with a full code. Blood products were given but the patient did not recover. The patient expired after approximately one hour of resuscitation attempts. There was no frame damage noted on the valve during prep or when the device was inserted in the esheath. However, it was possible the frame was damaged during withdrawal as the patient was coding at that time and the vascular surgeon pulled the complete system out very quickly. Per pre-deco evaluation of the valve showed multiple bent struts at the outflow side.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned crimped valve was visually inspected and the following was observed: multiple struts were bent outward at the inflow and outflow. Struts were exposed through skirt, it was normal after crimped and used. Post expanded valve: frame distorted/canted. Two (2) struts at outflow remained bent at c1. All inflow struts exposed through skirt, normal after being crimped and used. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping). The imagery was reviewed and the following are the observations were made: patient's left access vessel was calcified. Patient's left access vessel was tortuous. One (1) valve strut appeared to stick out from the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on returned device evaluation. Review of the DHR, lot history review, complaint history review, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during a transfemoral tavr, there was resistance between a 29mm s3 valve/ds and the 16fr esheath plus. The valve was advance with some resistance up to the left iliac at the bifurcation. Some calcium in the 3mensio report was noted. The team was unable to advance beyond that point. The team decided at that point to remove the system together as a complete system with the esheath. The physician continued to remove the device together but had some slight resistance. He continued to pull and felt a pop''. Per imaging evaluation, patient's access vessels had presence of tortuosity and calcification. Tortuosity and calcification can create a challenging pathway during delivery system (with crimped valve) advancement through the sheath, which could lead to resistance as reported. Subsequently, the excessive force was applied to overcome the resistance, it could cause the bent struts at inflow, and valve protruded through the sheath liner. In addition, the severe bent struts were also observed at the outflow, which could be caused by excessive manipulation during the removal of delivery system resulting in 'pop' felt as reported. Per IFU, ''if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications''. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified; therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07327.